Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had reached end of service (eos) and the charge circuit timeout alert tone had triggered. It was further reported that right ventricular (rv) lead had fractured. The patient opted to have the device disabled and leave the device and rv lead in use. No patient complications have been reported as a result of this event.